Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. The injury on the outside of the right upper thigh is consistent with injuries caused by close proximity to the bore wall. Although it was stated that padding was used between patient and magnet bore, bore contact close to the affected area is still expected this is supported by the size of the patient, off center patient positioned (to the right) and the uncommon patient position (feet first for a lumbar spine) 4 scans on high sar value were observed which is considered to be a contributing factor. Furthermore the patient was dressed in own nylon sweatpants which may have contributed as nylon traps heat and thus hinders heat dissipation. Also the mr examination room temperature was above the specified value. (B)(4).

Event description:
A customer reported to philips that a patient sustained a 2 by 4 cm blister on the right hip of the patient. The patient was positioned feet first supine to undergo a lumbar spine MRI examination.